Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse cleaned electrical contacts and reseated arm 1 that was replaced yesterday. Afterwards, they were able to install instruments successfully. All instruments recognized. Ran test drive successfully. Instrument ready for use. The system was tested and verified as ready for use. The probable root cause is attributed to suboptimal electrical contact between usm1 and the installed instruments, likely due to contamination or improper seating following the recent arm replacement. Although no physical damage or debris was observed, cleaning the electrical contacts and reseating the arm resolved the engagement errors, indicating that minor misalignment or contact impedance may have interfered with proper instrument recognition.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there were instrument engagement issues with arm 1. The issue occurred with multiple instruments. The site was able to install instruments in the other arms. The site reseated and replaced the drape, with no change. The site did not notice any damage or debris on the carriage. The site continued the procedure with x3 arms. The intuitive tech support engineer (tse) confirmed there were engagement errors with multiple instruments. There were no reports of patient injury. Intuitive followed up with the customer and no additional information was obtained. Issue was resolved.